Manufacturer narrative:
A ge svc rep performed an over the phone investigation and instructed the customer to reattach the instrument onto the snap receiver cable. They did that and then the sys did recognize the instrument on the cable and they were able to calibrate the instrument. The sys was found to be operating as intended.

Event description:
The customer reported that the system's straight aspirator could not be calibrated. No pt injury was reported.